Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine with concentration 20 mg/ml at a dose rate of 2.5 mg/day and dilaudid with concentration 2.5 mg/ml at a dose rate of 0.7 mg/day via an implantable pump for malignant pain. It was reported that as per physician, the patient developed swelling at the spinal incision site and a cerebrospinal fluid (csf) leak was suspected. A catheter dye study was noted as having been performed today which revealed normal findings; dye was observed in the intrathecal space. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The complete catheter was explanted and replaced on (B)(6) 2016. It was unknown if the issue was resolved as of 2016-oct-27. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. The catheter was returned to the manufacturer; received 2016-nov-01. The patients medical history included cancer.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, though a slice cut was identified on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.